Manufacturer narrative:
The reagent expiration date was 30-nov-2021. As the qc recovery was acceptable, there was no indication of a performance issue of reagent or instrument. The investigation did not identify a product problem. The cause of the event could not be determined. The issue was consistent with a preanalytic issue as the centrifugation time may be too short and the speed may be too low per the manufacturer's recommendations.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of a questionable elecsys estradiol ii assay result for one patient sample from the cobas 6000 e 601 module. The initial result from a sample cup processed by the modular preanalytic analyzer (mpa) was 444.8 pg/ml and was reported outside of the laboratory. The physician did not believe this result. On 23-apr-2021, the repeat results using the primary sample tube were 23.05 pg/ml and 24.89 pg/ml. The reagent lot number was 503901. The expiration date was requested but was not provided.